Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Lumbar catheter access kit (lcak) was reported to have a hole at the end and was leaking at the time of the implant. The end of the catheter was cut off and was then reattached. No pt injury was involved with this event. Additional clinical info has been requested.